Manufacturer narrative:
Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. Upon inspection, the technician found the emergency stop button was not working due to wear and tear on the electronic card. The field service technician replaced the electrical card to resolve the alleged issue. The technician performed functional, visual, and audible tests per the service manual to verify the lift functioned as designed. The instruction for use for likorall (7en120115 rev. 14) describes in text and with pictorial illustrations how the mechanical emergency lowering shall be used. It additionally states that the product has an expected service life of 10 years when correctly handled, serviced and periodically inspected in accordance with liko instructions. The periodic inspection manual for overhead lists (3en191001 rev 2) also states the following caution: 5 emergency stop: check that the emergency stop cord is secured properly and has no damage. Activate the emergency stop button. Verify that holds and locks in the activated position. Although there was no associated injury reported with this event, if the emergency stop button were to stop functioning during patient transfer it could lead to serious injury or death, therefore hillrom/baxter is conservatively reporting this event.

Event description:
The service technician found the lift¿s emergency stop button was not working. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as (B)(4).